Event description:
It was reported that during surgery the doctor tried several times to get the insert to fit to the definitive tibial tray. Doctor decided to release soft tissue (medial, lateral and posterior part) and then, he tried to place the insert again, but it did not fit. Doctor decided to place other higher insert (# 13mm), due to the site was wider than the initial one.

Manufacturer narrative:
This complaint has re-opened upon receipt of the device. A visual inspection of the returned insert noted moderate damage and deformities at the locking area of the product. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Our investigation could not determine a specific cause of the failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, there have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.